Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring. Motor passed motor test.

Event description:
The customer reported via phone call that insulin pump had motor error. The customer¿s blood glucose level was 111 mg/dl at the time of incident. The customer also stated that they were able to clear the alarms. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.